Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that it was taking too long to charge. Patient repositioned antenna and tried again. Troubleshooting was declined du ring the call. Patient did not need to recharge. Patient does not intend to f/u with healthcare provider. No symptoms reported. No further complications were reported/anticipated.